Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received on 02/27/2014. (B)(4).

Event description:
A customer reported that after having a multifocal intraocular lens (iol) implanted approximately four months ago, he has not noticed any improvement in his vision. He is not satisfied. In a follow up, the surgeon reported that the consumer had ghosting, halos, and poor quality of best corrected vision. The iol was exchanged four months after initial implantation.